Event description:
It was reported that the insulin pump had a frozen screen and the keys will not respond. The current blood glucose reading is 179 mg/dl. Customer stated that the time does not advance. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.